Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had potential t-wave oversensing (twos) on the first beat of the patient's presenting rhythm. The lead was reprogrammed to the most sensitive setting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.